Event description:
New information revealed that the patient was seen in clinic on (B)(6) 2019. Programming changes were made, which resolved the capture issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of remote transmissions revealed loss of ventricular capture. A clinic check was scheduled.